Event description:
It was reported that this cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the patient is anorexic and too thin to safely undergo a device replacement procedure. The physicians have reviewed the patient and feel she clinically no longer needs a device. The patient will be reviewed in 6 months with instructions and care plan to gain weight before any intervention is performed. This device remains implanted.